Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 4/2/2015 and further evaluated by lifescan product analysis on 4/24/2015 with the following findings: the meter passed testing. The reported issue could not be reproduced. In addition a secondary issue was noted; the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.